Manufacturer narrative:
Lot 9700335: release to warehouse date: february 09, 2016. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the applicator inner shaft is in a used condition with slight scratches. The knob at the end of the shaft is broken off. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The measurable dimensions are well documented and all within the valid specifications. The used material was stainless steel (B)(4) as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. These findings indicate that no manufacturing related issue caused this occurrence. Based on the provided information we are not able to determine the exact cause of this complaint. However, the t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As every surgeon has a different tactile feeling/feedback and forces can vary, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. Therefore, we can confirm the visible damages are not from any manufacturing non conformity. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during degenerative disc diseases fusion procedure by transforaminal posterior atraumatic lumbar (t-pal) cage, the bottom in the top of applicator inner shaft broke during implant insertion. The surgeon changed the applicator and inserted the implant without any problem. There was a five (5) minute surgical delay. The procedure was successfully completed with no patient harm and good patient outcome. Concomitant device reported: unknown implant (part # unknown, lot # unknown, quantity 1), applicator(part # unknown, lot # unknown, quantity 1) this report is for one (1) t-pal spacer applicator inner shaft this is report 1 of 1 for complaint (B)(4).